Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a post-implant follow-up, no capture and no sensing on the right ventricular (rv) lead were noted. Diagnostic imaging confirmed the lead was dislodged. The lead was repositioned successfully. The patient was stable with no adverse consequences.